Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump's display was turning white sometimes. It was also reported there was a crack on the middle button. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device was returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected white display, missing segment or partial display noted. Device received with cracked select button keypad overlay.